Event description:
It was reported that the pt is bilaterally implanted and that started to have no response from any channel from the concerned device. Performance improvement is very slow.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the MFR for evaluation. When available, a device failure analysis will be submitted as a follow up report.